Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30373691m number, and no non-conformances related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After 15 minutes since the ablation was started, the patient became hypotensive and cardiac tamponade was confirmed by soundstar catheter. There was no evidence of steam pop during the ablation. Pericardiocentesis was performed to drain an unspecified amount of blood from the right heart system. Blood pressure restored after pericardial drainage, so the ablation was restarted, and the procedure could be successfully completed. At the end of the procedure, the patient¿s blood pressure was low, so the patient was transferred to the cardiac care unit (ccu). It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. The physician commented that when blood pressure dropped, impedance did not rise and that the ablation was not a problem. Physician¿s opinion regarding the cause of the adverse event was not provided. No bwi product malfunctions were reported.